Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an afx2 bifurcated stent graft, afx vela suprarenal and an ovation ix extension. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. Routine follow-up conducted approximately one month post initial procedure identified a small type ib endoleak on the left common iliac from the afx2 main body limb. The patient is not experiencing any distress and will be monitored until the physician decides course of action.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2. H3 other text: device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. The patient was known to have severe peripheral vascular disease with thickened calcifications throughout the left common iliac artery- cautionary product use. The clinical evaluation also shows reasonable evidence to suggest that the inferior stent margin of the left iliac stent landed in area of sharp angulation of 71 degrees resulting in poor apposition of the stent. This likely contributed to the type ib endoleak of the left common iliac artery. Furthermore, it was identified there was concomitant product usage of an ovation ix limb in the right common iliac artery. -off label. However, this did not contribute to the reported type ib endoleak in the left common iliac artery. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one and doing very well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections/additional information: b2: outcomes attributed to adverse events - updated. B5: describe event or problem - updated. B6: relevant tests/laboratory data, including date - additional information. G3: awareness date -updated. H6: impact code: remove code 4614.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an afx2 bifurcated stent graft, afx vela suprarenal and an ovation ix extension. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. Routine follow-up conducted approximately one month post initial procedure identified a small type ib endoleak on the left common iliac from the afx2 main body limb. Reintervention successfully completed on (B)(6) 2025 with the implant of an afx vela infrarenal and an ovation ix iliac limb. The final patient status was reported to be doing well post secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery is confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. The patient was known to have severe peripheral vascular disease with thickened calcifications throughout the left common iliac artery- cautionary product use. The clinical evaluation also shows reasonable evidence to suggest that the inferior stent margin of the left iliac stent landed in area of sharp angulation of 71 degrees resulting in poor apposition of the stent. This likely contributed to the type ib endoleak of the left common iliac artery. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one and doing very well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.